Manufacturer narrative:
(B)(4).

Event description:
The pt went into the hospital on (B)(6) 2011 and was released on (B)(6) 2011. The pt was hospitalized because she was in a coma. The medication was turned down by 50% and the pt woke up from the coma within one hour. It was noted that the pt had a pump refill while in the hospital. On (B)(6) 2011, the pt's pump alarm was sounding. The pt's physician had dropped her and she had an appointment on (B)(6) 2011 with a new physician. The pt was concerned that the pump may run out of medication before the appointment. The device system was used to deliver baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.